Event description:
The customer reported a false negative reaction of a known jk(a) antibody with two lots of biotestcell 3 (lot 8103011, date of event: (B)(6) 2011 and lot 7051011, exp date 02/08/2011, date of event: (B)(6) 2011). Customer has sent us the two lots biotestcell 3 and two patient samples. The two patient samples are from one patient but were drawn at different times. The samples were tested with the two lots biotestcell 3 on tango in the quality control laboratory. The known jk(a) antibody of both samples reacted correctly positive with all jk(a) positive screening cells.